Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient¿s needle did not retract from the cannula while wearing the pod between 36 and 48 hours. A new pod was then applied.